Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was implanted within the esophagus of a patient, during a stent placement procedure on (B)(6) 2010. According to the complainant, the patient presented with a five centimeter lesion in the distal esophagus as a result of esophageal cancer. During the stent placement procedure on (B)(6) 2010, no dilation was performed, as the patient's anatomy was not tortuous. Post procedure, on (B)(6) 2011, the patient presented with minor bleeding. No intervention was performed, as the bleeding resolved. The follow day, on (B)(6) 2011, it was reported that the stent had migrated from the patient's esophagus into the stomach. No attempts were made to retrieve the stent, as the physician is comfortable leaving the stent as is to pass naturally. Additionally, it was reported that the stent has not passed; and no intervention is planned. There were no serious injuries reported as a result of this event. The patient condition post procedure was reported to be stable.